Event description:
Customer reported that he received a no delivery alarm during bolus. Customer stated that every time he changes his insulin he sometimes gets high blood glucose with no warnings and other times he gets no delivery alarms. He has had the issues with the no deliveries for about 2 weeks and with high bg for about a year and half. Customer declined to troubleshoot and stated he does not feel safe with the device and would like to replace it. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.